Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) device upgrade procedure, the physician put the torque wrench into the setscrew, but the setscrew was unable to be tightened against the connector pin. The physician withdrew the torque wrench to examine the hex tip only to find the set screw still attached to the wrench. The set screw had been completely pulled from the silicone grommet. The device was not implanted and it was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.